Event description:
Maude event report ((B)(4)) states: I am a female who had a left total hip replacement done on (B)(6) 2009. The implant used was the depuy pinnacle system-pinnacle sector ii acetabular cup and articuleze metal on metal femoral head. Since this time, I have had two years of horrific unexplained hip pain, several ER trips, countless physician visits, numerous tests and still now face the possibility of revision surgery. To summarize events, the surgery was done on (B)(6) 2009, following which the recovery was slow and painful. Approx. (B)(6) months after surgery, I walked up a flight of stairs. In the afternoon, the joint became stiff and achy and it was that evening that I experienced the first episode of sharp searing pain in my hip. It was in the groin, similar to before surgery. It quickly started to lock-up and the pain spread from the inside groin to the front of the leg then to the outside aspect of the leg. There was also inner thigh pain. I called the resident on call at [the hospital] who could only suggest pain pills or to go to an ER. This was just the first episode of what were to be countless. Unexplained excruciating pain episodes, that lasted from one or two days to a week each time. I was persisting with physical therapy throughout, at the advice of my physicians. I have now seen 5 different physicians, had 2 bone scans - both abnormal, showing hot spots in the left hip, 2 hip aspirations, no evidence of infection, and a plethora of diagnostic tests. X-rays appear normal. Approx. (B)(6) weeks ago, the joint started clicking and a mars MRI revealed fluid medially, contiguous with the greater trochanter. My blood level for cobalt is 2.9 - three times higher than the upper limit of normal. Update: (B)(6) 2012 - litigation papers received. They allege that patients hip is defective and has caused damage to her hip joint and her body. They also allege that doi is (B)(6) 2009, but the invoice confirms the date (B)(6) 2009. We have reversed the MDR decision.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for the cup, head, and apex hole eliminator part and lot number combinations; one prior report for the metal insert part and lot number combination. However, review of the as400 system show that 17 other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and metal wear/metallosis.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes c56bx1000, c83l61000, and 2808490. A search of the complaint database finds additional reported incidents against lot code 2770871 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.